Event description:
In april 2022 the user's mother realized that the user had suddenly stopped reacting to loud noises and contacted the clinic. In situ testing showed affected channels. When the user was seen previously in march of 2022 for speech therapy the auditory response had been good. Reimplantation surgery is considered but no date has been set yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user's mother realised that the user did not react to loud noises and contacted the clinic. In situ testing showed affected channels. Imaging will be performed, reimplantation surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2022 the user's mother realized that the user had suddenly stopped reacting to loud noises and contacted the clinic. In situ testing showed affected channels. When the user was seen previously in (B)(6) 2022 for speech therapy the auditory response had been good. The user was reimplanted on (B)(6) 2023.